Event description:
The customer reported that the device won't turn on and has no power. No patient involvement.

Manufacturer narrative:
A review of the device history record for sn: (B)(6) was performed from date of manufacture 09/04/2019 to the present date 11/30/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Manufacturer narrative:
The device was returned for evaluation. A follow-up report will be submitted to report the investigation findings.

Event description:
The customer reported that the device won't turn on and has no power. No patient involvement.